Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was in power on reset condition (por) due to exposure to electromagnetic interference (emi) at an airport scanner. The por was cleared and the device returned to normal function. Therapy was restored and the pt recovered without sequela.